Manufacturer narrative:
The mentor failure analysis lab received two devices for evaluation, and in the absence of clarifying information, it cannot be determined which device is the suspect medical device for the reported adverse event. As a result, the second device received will be conservatively reported to FDA. This medwatch report is for the first of two implants received. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline 350cc breast implant. Leak testing was performed in accordance with mentor procedures, and two tears (a and b) were noted on the posterior view, measuring approximately 0.7 cm and 0.5 cm, respectively. Microscopic examination was performed on the edges of the both ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The lot number is not available, therefore the manufacturing record evaluation could not be performed.  Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with unspecified mentor saline breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2021.